Event description:
It was reported that; during avs surgery, the surgeon inserted the cage using the inserter to l3-l4. Afterwards, the surgeon removed the cage from l3-l4 using the slap hammer. And the surgeon tried to use the inserter and insert the cage to l4-l5. However, the surgeon found that the cage was broken. Therefore the surgeon removed the broken cage. And he used another brand new cage.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: it is likely that this damage has been as a result of the impaction, an excessive impact can fracture the implant. The straight fracture along the side of the spacer from the inserter hole indicates that the spacer may have been at an angle during impaction. Conclusion: the root cause of this event is likely due to the orientation of the implant during impaction and possibly improper disc space preparation.

Event description:
It was reported that; during avs surgery, the surgeon inserted the cage using the inserter to l3-l4. Afterwards, the surgeon removed the cage from l3-l4 using the slap hammer. And the surgeon tried to use the inserter and insert the cage to l4-l5. However, the surgeon found that the cage was broken. Therefore the surgeon removed the broken cage. And he used another brand new cage.